Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of 150ml intravia containers had connection issues. This issue was described as, ¿difficulties with attaching and removing the tubing from the epidural bag¿ and ¿this was leading to damaged bags and tubing causing disruptions in the epidural infusions¿. These issues were identified during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added h4 and h6. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.